Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The evap was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit indicated higher than expected anesthetic agent output. There was no reported patient injury.